Manufacturer narrative:
Investigation result: no 8100-027 sample was available for investigation. The customer stated that the affected lot was 22014082 and that leakage occurred. No further information or photographs of the affected product were available to assist the investigation. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Further information relating to the sequence of events and exact nature of the reported incident was not provided. A review of the production records for lot 22014082 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the 8100-027 product in the past 12 months.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd assembly nac-y site (0.088 tubing) OEM was leaking. The following information was provided by the initial reporter, translated from chinese to english: leakage.